Manufacturer narrative:
Additional information was recieved that there was no patient present at the time of the event.

Event description:
Information was received indicating that a smiths medical medfusion pump had audible alarm failure. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.

Manufacturer narrative:
The pump associated with this complaint was inadvertently returned to the customer without an investigation being performed. Corrections to the s&r process have been implemented to preclude this type of error from occurring. Oracle notes: "upon powering up device, sw is confirmed to be v3.0.6 due to eol of this sw, will not be able to perform service/repair. Will send device back to customer unrepaired and include eol letter. Sticker affixed to device " this device has not been repaired and does not meet manufacture's specification. Do not return this device to clinical use". Ka d a DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. Updated b 1, b 4, b 5, d 10, g7, h 1, h 2, h 3, h 6 and h 10.

Event description:
Corrective information in h 10.